Event description:
Patient presented to the physician with pain at the ipg site after reaching for something in their vehicle. Physician brought the patient into the operating room and replaced the ipg and sensing lead.